Manufacturer narrative:
The reported events were insulation damage and oversensing. As received, a complete lead was returned in one piece. The reported event of oversensing was confirmed. Visual and x-ray examination found the outer coil was separated/damaged at the distal region of the lead. The lead failed impedance test due to the separated/damaged outer coil. Scanning electron microscope (sem) evaluation confirmed all of the outer coil filars were fractured. The cause of the reported event of oversensing was due to the fractured outer coil. The reported event of insulation damage was not confirmed. Visual examination of the outer insulation and inner insulations did not find any anomalies except for procedural damage.

Event description:
It was reported that oversensing was noted on the right atrial (ra) lead. A revision procedure was performed and it was observed that a suture had been affixed onto the ra lead at implant resulting in lead damage. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.